Event description:
On 06/20/2000, the facility's rn, clinical risk/safety officer informed the MFR's representative the facility experienced a problem with the device in question; however, rep did not have all the info on hand. On 06/22/2000, the MFR. Received via a fax medwatch report #110069-2000-0001 that states the following: pt with placement of device catheter in 1999, for administration of chemotherapy. Unable to aspirate. Radiology exam showed fractured tip and migration to an intracardiac location. Removal of catheter in 2000, under radiological guidance with fluoroscopy. No further details were provided.